Event description:
It is reported by patient's counsel that the patient underwent left total hip arthroplasty in 2004. Post-op, the patient experienced groin pain and was revised in 2009, which the shell and liner were exchanged for optimal anteversion and damage to the locking ring was noted. Corrosion and debris were found and removed from the morse taper and femoral head. The taper was well-fixed and was not replaced.

Manufacturer narrative:
Evaluation summary: the surgical notes from the revision surgery stated that the acetabular shell was mildly anteverted and "not in the optimal anteversion for a posterior approach." Additionally, they noted some black flaky substance at the base of the morse taper when the femoral head was removed from the stem. However, the components were not returned for analysis, x-rays of the components prior to revision were not provided, and the height, weight, and activity level of the patient are unknown. A probable contributor to the issue is the acetabular shell positioning, however, a definitive root cause cannot be ascertained. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.